Event description:
It was observed during the device evaluation, the colonovideoscope exhibited white residue on objective lens both sides, air/water channel, air/water cylinder and auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.